Manufacturer narrative:
This report is submitted on march 24, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed on may 15, 2017.